Manufacturer narrative:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl defibrillator indicating that device ECG cable - broken connection. There was no patient harm. Based on the information available, the root cause of the reported issue is due to the defective ECG cable. The device does not meet full specifications and is kept out of service. The information in the complaint investigation summary addresses the current investigation findings. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened for reassessment. H3 other text : remote support provided.

Event description:
It was reported to philips that the ECG cable has a broken connection. There was no reported patient involvement.

Manufacturer narrative:
This report is based on information provided by philips field service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl defibrillator indicating that the device ECG cable has a broken connection. Based on the information available, the cause of the reported issue is due to the defective ECG cable. No further evaluation is required. The device is working fine as per manufacturer's specifications after the replacement of the ECG cable. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened for reassessment.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the ECG cable has a broken connection. There was no reported patient involvement.